Event description:
Four software defects have been identified through internal testing and one through customer complaint for the accelerator automated processing system (aps) input/output module (iom) utilized on various architect analyzers. For three specific conditions, the post-aspiration radio-frequency identification (rf ID) read of the tube carrier is not performed and the aps workcell may not appropriately generate sample presentation/sample queue errors. The middleware is not notified and the operator is not alerted of the error which may result several types of sample identification (sid) errors. The remaining two conditions are related to the use of upper and lower case alpha characters in the sid as the architect system software is case sensitive. A product correction was issued and reported under 21cfr806 to the FDA district on oct. 11, 2007. Abbott has not received any reports of adverse events related to this issue.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.